Event description:
A talent bifurcated stent graft system was implanted in a patient for the endovascular treatment of a 65 mm x 62 mm abdominal aortic aneurysm 63 months ago. It was reported that the aortic neck was 25 mm in diameter, the aneurysm extended down to the aortic bifurcation, the right common iliac artery was 12 mm in diameter and the left was 14 mm. The aneurysm contained thrombus and it was not leaking. After the stent was implanted, it had a good position and no endoleaks. At the 6 month follow-up, the stent graft was well positioned with good flow to the renal arteries and there was some shrinkage of the aneurysm. At the 1 year follow-up, the aneurysm continued to further shrink to 62 mm and no endoleak was present. At 20 months post implant, the anterior posterior aneurysm diameter was unchanged; however, the lateral changed from 65 mm to 69 mm in diameter. At 56 months post implant, the stent was in good position without any indication for dislocation or complications. At 57 months post implant, a radiology report showed the aneurysm had expanded 59 86 mm x 95 mm and there was contrast just outside the endoprosthesis just above the bifurcation, but it is unknown where the leak is originating. Distally in the left common iliac artery there is some contrast indicating a type 1 endoleak. The stent graft was explanted 5 months ago due to a symptomatic expanding aneurysm with a possible type 1 or type 3 endoleak. The explant procedure was successful and the patient is doing well. The explanted stent graft was returned and received on 04/29/2008. The return cleared u.s. Customs on 04/28/2008. Its evaluation is pending. Please note the "date of event" and "date of report" are prior to PMA approval of the talent aaa stent graft system in u.s. On 04/16/2008.

Manufacturer narrative:
Evaluation results and conclusions: device evaluation is pending. Endoleak.